Event description:
It was reported that during attempted placement of the catheter in the right femoral artery, the physician noted that a piece of the catheter was missing when the insertion device was removed. An x-ray was taken and confirmed the piece of catheter was in the femoral artery. The retained piece of catheter was removed via a cutdown and the right common femoral artery was repaired. There were no further complications.